Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The tip of the probe broke off inside the patients pedicle. The detached section was removed without issue.